Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that as the scrub tech was prepping 0.018 impella wire, they tried to place ¿j¿ on wire tip and they saw that the tip of wire was slightly mangled. As a result, they felt it did not respond appropriately. A second wire was opened, and j placed on wire without issue. No patient harm was reported.

Manufacturer narrative:
The investigation of product damage (guidewire damage: peripheral vessel) has been completed. The failure mode was changed to delivery issues due to further investigation. Impella 0.018" guidewire was returned for evaluation. Tip of wire appeared mangled and small section of wire was slightly unraveled. Clinical details noted that scrub tech attempted to place "j" on wire tip and wire tip became mangled so new wire was opened and used for pump insertion. Based on the clinical details, the root cause of the delivery issue was most likely due to a guidewire kink likely from use as the wire became mangled when attempting to place a j on the wire. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-17545 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-17545 in accordance with updated procedures.